Event description:
It was reported via voluntary medwatch that the rv lead was explanted and replaced due to infection. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5146576.